Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited out of range electrical parameters. It was decided to cap and replace the lead. During the procedure, a fracture was observed at the base of the connector. The physician attempted to repair the lead, but was unsuccessful. A new lead was implanted and there were no adverse consequences to the patient. Patient condition was good after the event.